Event description:
It was reported that prior to starting ¿ pre anesthesia of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and stated that they had a 40096 error when powering on. The customer did a complete power cycle and emergency power off (epo); the system is still powering on with a 40096 error. The tse explained that a field engineer would have to be dispatched to resolve the issue. The procedure was aborted with no patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse arrived onsite today and began troubleshooting the 40096 errors. The fse started off by re-programming the system using diagnostic app and saw the golden images on the vision side cart (vsc) and surgeon side console (ssc) had been corrupted. After re-programming the system starts up error free. The fse was able to run a successful test drive and had a meeting with bio-med and facilities. Site ran a generator test while the system was turned on in the morning, and that was when the trouble started. The fse gave them the voltage amp info from the dv5 readiness guide and advised them to get the system carts on universal power supplies, or unplugging from power once a month before running the hospital generator tests. Site was working on getting wall mounted supplies for the system carts. The system was back up and running and ready for use. System was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.